Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g.5: 510(k-) k130280 the actual sample was returned for evaluation. Visual inspection revealed some clots adhering to the venous filter. There were no visual anomalies such as a break in the appearance. The reservoir was disassembled into each component. The cardiotomy filter (hereinafter called cr filter in this report) and defoamer were taken out of the cr filter, after having been rinsed in physiological saline solution. Visual inspection revealed the presence of clots on the components. The venous filter and defoamer taken out of the venous filter, after having been rinsed in physiological saline solution. Visual inspection revealed the presence of clots on the components. The cr filter and defoamer were fixed with glutaraldehyde solution for further inspection. Electron microscopic inspection revealed the formation of the fibrin net and the adhesion of blood corpuscle components, including red blood cells and deformed red blood cells (echinocytes), on them. The meshes of the cr filter and defoamer were confirmed to be in the normal state. The venous filter and defoamer were fixed with glutaraldehyde solution for further inspection. Electron microscopic inspection revealed the formation of the fibrin net and the adhesion of blood corpuscle components, including red blood cells and deformed red blood cells (echinocytes), on them. The meshes of the venous filter and defoamer were confirmed to be in the normal state. The clots adhering to the surface of the venous filter of the venous reservoir were sampled. The electron microscope inspection of the clots revealed the formation of the fibrin net and the presence of blood corpuscle components, including red blood cells and deformed red blood cells (echinocytes). Visual inspection of the oxygenator module with naked eye upon receipt did not reveal any obvious anomalies, such as a break in the appearance. The actual sample was flushed with saline solution by gravity drop. Subsequent visual inspection found the presence of clots. The oxygenator module was built into a circuit with tubes. Physiological saline solution was filled and circulated in the circuit. The pressure drop was determined at each flow rate. The obtained values were found to be higher than those of the current product sample. The actual device was fixed with glutaraldehyde solution and the housing component and filter were removed from the oxygenator module. Visual inspection of the filter removed from the oxygenator module found the formation of clots on the outer and inner surfaces. Visual inspection of the oxygenator module, after the housing component and filter having been removed from it, found the formation of clots covering the entire surface of the fibers. There was no anomaly in the state of fiber winding. The fiber layer was removed from the winding in increments of 2 mm and each layer was subjected to visual inspection. Red thrombus was found to have formed on the entire fiber layers. The outer cylinder was removed and the heat exchanger module was subjected to visual and magnifying inspections. The formation of clots was found on it. Magnifying inspection of the both sides of the filter removed from the oxygenator revealed the formation of red thrombus on them. Magnifying inspection of the fiber layers removed from the oxygenator revealed the formation of red thrombus on them. Electron microscopic inspection of the outer and inner surfaces of the filter removed from the oxygenator module revealed the formation of fibrin nets on them and the adhesion of blood corpuscle components, including red blood cells and deformed red blood cells (echinocytes), on them. Electron microscopic inspection of the upper segments of the fiber layers removed from the oxygenator module revealed the formation of fibrin nets on them and the adhesion of blood corpuscle components, including red blood cells, deformed red blood cells (echinocytes) and blood platelets, on them. The clots adhering to the surface of the upper segment of the heat exchanger were sampled and inspected under electron microscope. The formation of the fibrin net and the presence of blood corpuscle components, including red blood cells and deformed red blood cells (echinocytes) were revealed. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported clot formation in the actual device cannot be determined based on the available information. IFU reference: adequate heparinization of teh blood is required to prevent it from clotting in the system. Do not reduce heparin during circulation. Otherwise, blood clotting may occur. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that after the priming solution was filled in the capiox device, when blood was added, the pressure before the membrane rose up to 450mmhg with blood coming out of the upper part of the venous. The actual sample was changed out. The procedure outcome was completed successfully. The current condition of the patient was not reported.